Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose levels were 500. Prior to the hospitalization, the customer stated she delivered insulin twice with her insulin pump, but the high blood glucose levels continued. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.